Manufacturer narrative:
Corrected data: h11: product analysis corrected from "there was presence of gasket remnants on the rim of the jar" to "there was no presence of gasket remnants on the rim of the jar." Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the device was received in its original product packaging. The outer packaging was intact and showed no damage. The jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. There was presence of gasket remnants on the rim of the jar, and there was presence of crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket were not noted on the rim and/or outside of the jar. There was no presence of white particulate in the jar and there was no damage to threads of the lid. The gasket was found intact and completely adhered around the entire circumference of the jar rim. There were no loose pieces of gasket noted inside of the lid. The temperature indicator was not activated. The mold cavity number on the jar was 7 and the lid was 1. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while opening the glass lid of the evolutfx-29, a damaged jar gasket was observed. The jar was noted to be very difficult to open and after opening it, the sealing ring was defective and particles were visible inside the vial. The device was never implanted and was replaced with a new valve. There was no patient involved.